Event description:
Following a rf denervation procedure to address chronic pain, the patient experienced partial paralysis on the right side and full paralysis on the left side of the body.

Manufacturer narrative:
The returned device was evaluated according to all operational specifications. All voltage, current, and power calibration readings were well within specified limits. The unit was also found to be within the required radio frequency output specifications. According to surgeon's staff, no faults were detected during the procedure. Furthermore, the surgeon and staff are of the opinion that the event was not a result of any device malfunction.